Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power output allegation was confirmed. The fse inspected the laser deck and found the channel 4 was severely pitted. The fse also replaced the optic, verified that all channels were clean, aligned and passing all pretests (near, far, centration, pyro), restoring console's functionality. The malfunction found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that the console had low power output. There was no patient involvement.

Event description:
It was reported that the console had low power output. There was no patient involvement.